Event description:
The information provided to sjm indicated the pt presented with mitral regurgitation due to a torn leaflet. The pregnant pt underwent re-do mitral valve replacement surgery and the valve was removed and replaced with an sjm mechanical valve. It was reported the pt is recovering well; however, the unborn child did not survive the procedure.